Manufacturer narrative:
This medwatch report filed includes the registration number for impact medical. Zoll acquired impact medical and will be using the zoll registration number on all future medwatch reports. The device was returned to zoll medical corporation; the malfunction was duplicated and an interconnection cable was replaced to resolve the malfunction. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during incoming inspection, the device did not respond to the front panel controls. Complainant indicated that there was no patient involvement in the reported malfunction.